Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received external insulation abrasion was noted at 6.8cm to 6.9cm from the is-1 connector pin. The abrasion found is consistent with friction to ICD can. No complaint was received with return of the device. Failure (event) observed during analysis.